Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a bacteriological examination of a separable wound on (B)(6) 2018. Staphylococcus aureus was observed and was noted to be resistant to penicillin, ampicillin and amoxicillin but sensitive to oxacillin, erythromycin, and azithromycin. A complete blood count revealed white blood cells levels to be at 5.73*10^9 / l and a biochemical blood test revealed c-reactive protein levels at 0.22 mg / dl. No additional information was provided.

Manufacturer narrative:
Section b5: additional information: no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was given amoxicillin / clavulanate until on (B)(6) 2018. The cable outlet was also treated by alternating solutions of 1% dioxidin and 0.05% chlorhexidine once a day.